Event description:
Olympus was informed that during a colectomy procedure, the probe tip slid down the lower jaw, and an metal error was observed. The intended procedure was completed with another device and there was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that teflon pad was damaged and partially separated. The proximal end of the device was inspected under microscope and no indication of damage to the probe unit was noted. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.